Event description:
Additional information received for report mw5155594 on 06/03/2024. Dexcom g6 sensor inaccuracy: 6:49 am g6 reading 228, finger stick reading is 177. That is a mard of 28.8%, which is outside of the allowed 20% range.

Event description:
Additional information received for report mw5155594 on 06/04/2024. Dexcom g6 sensor inaccuracy: 1:40 pm g6 reading 141, finger stick reading is 104 which is a mard of 35.6%. 3:44 pm g6 reading 103, finger stick reading is 160 which is a mard of 35.6% as well. 6:44 pm g6 reading 96, finger stick reading is 76 which is a mard of 26.3%.

Event description:
Dexcom g6 sensor inaccuracy: 6:32am g6 reading 139, finger stick reading is 101. That is a mard of 37.6%, which is outside of the allowed 20% range.

Event description:
Additional information received for report mw5155594 on 05/31/2024. Dexcom g6 sensor inaccuracy: 6:32am g6 reading 139, finger stick reading is 101. That is a mard of 37.6%, which is outside of the allowed 20% range.